Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported she needs to lower the basal rate on her infusion device because she had a severe low blood glucose level requiring hospitalization. Pt stated on (B)(6) 2011, she was sleeping and her husband heard her whimpering. Pt reported her husband woke up and found her unresponsive and then she went into a seizure. Pt stated her blood glucose level was unk because she was unconscious. Patient's normal blood glucose range is 4-9 mmol/l (72-162 mg/dl). Pt stated her husband called the paramedics immediately. Pt reported she was given a glucose injection by the paramedics and transported to the hospital. Pt stated she was at the hospital for about 8 hours and they ran various tests and took x-rays. Pt reported the hospital determined the seizure was due to extremely low blood glucose and she was released the same day. Pt stated she has been having frequent low blood glucose but has been able to self treat with juice each time. Pt reported she is going to keep working with her doctor to see how this concern can best be addressed. Troubleshooting did not find any product issues. No product return was requested.